Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control is anticipating the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an inspection, the customer reported that the device would not power on. When the power on/off button was pressed, the device lid opened but it did not power on with voice prompts. There was no patient use associated with the event.